Event description:
It was reported that, an 840 ventilator generated error codes which rendered the ventilator on inoperable condition and stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.